Event description:
Pt was implanted with zero-p implant 9mm height lordotic-sterile, one 12mm long cervical locking screw and three 14mm long cervical locking screws. X-ray taken 2 weeks post operative, showed no issues with the implants. During the first routine follow-up, x-ray showed one of the four screws was backing out. During the second follow-up, x-ray showed a second screw was backing out. Pt was returned to the operating room for removal of the hardware. This report is #1 of 3 for the same event.

Manufacturer narrative:
This info has not been provided. Additional info has been requested. Investigation is ongoing. No conclusion can be drawn at this time.